Manufacturer narrative:
(B)(4): eval results: results/conclusions: (severe calcification, moderate tortuosity, 100% stenosis). (Failure to deliver the stent, stent embolism). (Use of force).

Event description:
The physician was attempting to implant a 2.5 mm diameter x 24 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a cto lesion in the rca. The target lesion was moderately tortuous with severe calcification and 100% stenosis. Difficulties were experienced accessing the lesion due to the tortuous anatomy. Pre-dilation was performed using a 2.5 x 15 mm sprinter legend balloon at 10 atms. Resistance was encountered advancing the device to the target lesion and force was required in an effort to advance the device and during device withdrawal. The endeavor resolute stent dislodged off the stent delivery system at the proximal part of rca. When the physician pulled back the delivery system, the stent moved into the aorta and was not visible anymore. Following a CT the stent was found in the pt's peripheral vasculature. The device was inspected prior to use with no issues noted. The pt is reported to be well and no clinical sequelae were reported.